Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, it was observed that the pulse generator was missing set screw. The pulse generator was not implanted. Another device was implanted successfully. The patient¿s condition post procedure was stable.

Manufacturer narrative:
The reported inability to tighten the set screw was confirmed in the laboratory. Analysis found the set screw missing from the connector block. Analysis found the setscrew was missing from the connector block. There were no signs of the setscrew being removed in the field. A manufacturing anomaly may have occurred that the device was shipped without a setscrew installed in it.